Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was a right coronary artery (rca) lesion. The physician was able to deploy the taxus express2 8.8% 2.5 x 24 mm drug eluting stent. After deployment, it was noted that the balloon was deflating very slowly. The physician removed the indeflator and attached a 20 cc syringe to pull back negative pressure. It was reported that it took 3 minutes for the balloon to deflate. There were no pt complications reported. Additional info has been requested.